Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. On an unreported date at the end of the year prior to receipt of this report, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unknown antibiotics (dose, frequency, duration and route not reported) for the event. The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide further follow up information.